Event description:
It was reported that the external pulse generator (epg) does not pass electromagnetic interference (emi) testing performed by the (B)(6), for use on specific planes set up as hospital transport. It was noted that at certain ranges, approximately every fifth pulse was dropped, and in some cases, no pulses from the epg were seen. Technical and product support (tps) investigated the report and communicated the warnings and recommendations from the epg manual regarding use during emi. Tps also noted that the epg was not designed or tested up to the levels the (B)(6) were evaluating to, so there is no data or information to explain expectations or recommendations under those circumstances. The epg serial number was requested, with no success. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined.